Event description:
It was reported to physio-control that the readiness indicator on the customer's device was blank and that the unit would no longer power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the reporter that the customer's device is not field serviceable and no longer under warranty. Physio recommended that the customer permanently remove the device from service and obtain a replacement device. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.